Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was fractured. The patient was to undergo a revision procedure in the near future.

Event description:
Additional information was received that this lead will be extracted and replaced in the future due to noise and the low impedance measurements.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range low pacing impedance measurements. No other observations have been reported. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient had received inappropriate shocks and subsequently the patient's generator was programmed to monitor only until a lead revision could be performed. The patient was given a life vest in the mean time. It was reported that the patient underwent a successful revision procedure and this lead was explanted and replaced due to a lead fracture. No additional observations or complications were reported.